Event description:
On (B)(6) 2018, grifols customer, (B)(6), reported that a sample initially tested with the procleix ultrio elite assay gave a result of (B)(6) in a pool of 2 and then later gave a (B)(6) result when tested individually. The sample was originally tested as part of a pool of 2 using the procleix ultrio elite assay on the panther instrument on (B)(6) 2018. The result was (B)(6). Serology testing was also completed on (B)(6) 2018 and all results were (B)(6). The customer was notified during the week of (B)(6) 2018 that the donor was admitted to the hospital with an acute (B)(6) infection. The original sample was retested individually on (B)(6) 2018 using the procleix ultrio elite assay and was (B)(6) both times. Repeat serology testing for (B)(6) and (B)(6) was also completed on (B)(6) 2018 with the original sample and results were (B)(6). There was not enough volume of plasma left to run the original sample neat on the ultrio elite discriminatory assays so on (B)(6) 2018 the plasma was run in a 1:2 dilution made with (B)(6) plasma on the (B)(6) discriminatory assays. It was (B)(6) for all three targets ((B)(6)). An archive sample from the donors previous donation on (B)(6) 2018 was retested on (B)(6) 2018 using the ultrio elite assay and the result was (B)(6). The blood from the april donation yielded a red cells bag and a fresh frozen plasma bag. The red cells were transfused to a woman with leukemia on (B)(6) 2013. The leukemia patient has subsequently died but it does not appear to be as a result of the transfusion. This is still being confirmed. Grifols (B)(4) is working with the hospital where the transfusion occurred to get additional details regarding the leukemia patient and cause of death. The fresh frozen plasma is still in the lab and has not been transfused. Follow up sample for testing from the donor was requested but refused. Samples from the fresh frozen plasma from the april donation are being returned to grifols san diego for investigation. Review of the manufacturing and qc release records indicated the lot used for testing did not sustain any nonconformances that would impact assay performance and the lot met all specifications. Review of the run reports for the ultrio elite screening and (B)(4) runs showed that the assay and instrument performed as expected. Based on the calibrators, the results were valid and within specification. An investigation is ongoing and follow-up information will be provided once received.

Event description:
On 12jul2018, grifols customer, (B)(6) in germany, reported that a sample initially tested with the procleix ultrio elite assay gave a result of nonreactive in a pool of 2 and then later gave a reactive result when tested individually. The sample was originally tested as part of a pool of 2 using the procleix ultrio elite assay on the panther instrument on (B)(6) 2018. The result was nonreactive. Serology testing was also completed on (B)(6) 2018 and all results were negative. The customer was notified during the week of (B)(6) 2018 that the donor was admitted to the hospital with an acute hbv infection. The original sample was retested individually on (B)(6) 2018 and (B)(6) 2018 using the procleix ultrio elite assay and was reactive both times. Repeat serology testing for anti-hbc and hbsag was also completed on (B)(6) 2018 with the original sample and results were negative. There was not enough volume of plasma left to run the original sample neat on the ultrio elite discriminatory assays so on (B)(6) 2018 the plasma was run in a 1:2 dilution made with negative plasma on the hiv, hbv and hcv discriminatory assays. It was nonreactive for all three targets (hiv, hcv, hbv). An archive sample from the donors previous donation on (B)(6) 2018 was retested on (B)(6) 2018 using the ultrio elite assay and the result was nonreactive. The blood from the april donation yielded a red cells bag and a fresh frozen plasma bag. The red cells were transfused to a woman with leukemia on (B)(6) 2013. The leukemia patient has subsequently died but it does not appear to be as a result of the transfusion. This is still being confirmed. Grifols germany is working with the hospital where the transfusion occurred to get additional details regarding the leukemia patient and cause of death. The fresh frozen plasma is still in the lab and has not been transfused. Follow up sample for testing from the donor was requested but refused. Samples from the fresh frozen plasma from the april donation are being returned to grifols san diego for investigation. Review of the manufacturing and qc release records indicated the lot used for testing did not sustain any nonconformances that would impact assay performance and the lot met all specifications. Review of the run reports for the ultrio elite screening and dhbv runs showed that the assay and instrument performed as expected. Based on the calibrators, the results were valid and within specification. Follow-up ((B)(6) 2018): samples from the fresh frozen plasma from the (B)(6) donation were sent to (B)(6) and received on (B)(6) 2018. The sample was sent to a reference lab for hbv quantitative testing by pcr on (B)(6) 2018 and results were received on (B)(6) 2018. The results came back as "not detected" indicating that the amount of hbv in the sample was less than 20 iu/ml and was below the quantitation of the assay. The root cause of the non-reactive results of the donor sample on the ultrio elite assay was determined to be low hbv titer in the sample. Further information has not been received confirming the leukemia patients cause of death. An investigation is ongoing and follow-up information will be provided once received.

Event description:
On (B)(6) 2018, grifols customer, (B)(6) in germany, reported that a sample initially tested with the procleix ultrio elite assay gave a result of nonreactive in a pool of 2 and then later gave a reactive result when tested individually. The sample was originally tested as part of a pool of 2 using the procleix ultrio elite assay on the panther instrument on (B)(6) 2018. The result was nonreactive. Serology testing was also completed on (B)(6) 2018 and all results were negative. The customer was notified during the week of (B)(6) 2018 that the donor was admitted to the hospital with an acute hbv infection. The original sample was retested individually on (B)(6) 2018 and (B)(6) 2018 using the procleix ultrio elite assay and was reactive both times. Repeat serology testing for anti-hbc and hbsag was also completed on (B)(6) 2018 with the original sample and results were negative. There was not enough volume of plasma left to run the original sample neat on the ultrio elite discriminatory assays so on (B)(6) 2018 the plasma was run in a 1:2 dilution made with negative plasma on the hiv, hbv and hcv discriminatory assays. It was nonreactive for all three targets (hiv, hcv, hbv). An archive sample from the donors previous donation on (B)(6) 2018 was retested on (B)(6) 2018 using the ultrio elite assay and the result was nonreactive. The blood from the (B)(6) donation yielded a red cells bag and a fresh frozen plasma bag. The red cells were transfused to a woman with leukemia on (B)(6) 2013. The leukemia patient has subsequently died but it does not appear to be as a result of the transfusion. This is still being confirmed. Grifols germany is working with the hospital where the transfusion occurred to get additional details regarding the leukemia patient and cause of death. The fresh frozen plasma is still in the lab and has not been transfused. Follow up sample for testing from the donor was requested but refused. Samples from the fresh frozen plasma from the april donation are being returned to grifols san diego for investigation. Review of the manufacturing and qc release records indicated the lot used for testing did not sustain any nonconformances that would impact assay performance and the lot met all specifications. Review of the run reports for the ultrio elite screening and dhbv runs showed that the assay and instrument performed as expected. Based on the calibrators, the results were valid and within specification. Follow-up (09/17/2018): samples from the fresh frozen plasma from the (B)(6) donation were sent to (B)(6) and received on (B)(6) 2018. The sample was sent to a reference lab for hbv quantitative testing by pcr on (B)(6) 2018 and results were received on (B)(6) 2018. The results came back as "not detected" indicating that the amount of hbv in the sample was less than 20 iu/ml and was below the quantitation of the assay. The root cause of the non-reactive results of the donor sample on the ultrio elite assay was determined to be low hbv titer in the sample. Further information has not been received confirming the leukemia patients cause of death. An investigation is ongoing and follow-up information will be provided once received. Final (03/06/2019): grifols field personnel in germany attempted to get additional information from the lab regarding the death of the leukemia patient who received the transfusion. They were able to obtain the following information from the lab manager for the testing site: the date of the transfusion was (B)(6) 2018. The date of the death of the transfusion recipient was (B)(6) 2018. There is no clinical evidence for an hbv infection for the transfusion recipient. There was no indication that the cause of death of the transfusion recipient is associated with hbv infection . No additional information is available and no further follow up is expected.